Manufacturer narrative:
Initial reporter is synthes sales representative without a lot number. The device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the k-wire broke inside the patient¿s bone during drilling. The broken thread was left inside the patient's bone. No further information provided. Concomitant devices reported: 1.6mm kirschner wire w/trocar point 150mm (part# 292.160s, lot# unknown, quantity# 1) this report is for one (1) 3.2mm cannulated drill bit/qc 170mm this is report 2 of 2 for (B)(4).